Event description:
After shock test at implantation, abnormal impedance values obtained for all leads. Without change in connection, new measurements result in normal values.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. The analysis is pending.